Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain/chronic pain. The patient reported via an email that she was having difficulty with her handset and communicator when trying to deliver a bolus. They had difficulty finding the pump sometimes but more than that, the bolus got to 91% then took quite a while to finish delivering the bolus. She stated that she had tried shutting and restarting both devices as well as making sure they were both fully charged, but it had not made any difference. The process used to be much faster, and she felt there may be something going on with the remotes. Additional information was received from the patient who reported that the cause of the difficulty communicating and taking longer to deliver the bolus was not determined. Per the patient, after her doctor refilled the pump, it got a little better but not great like before. It was a little faster to deliver now but not great.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: tm90t0, serial# (B)(6), product type accessory product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.